Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and back pain ("lumbar pain "). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache and back pain outcome was unknown. The reporter considered back pain, headache and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and back pain ("lumbar pain"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache and back pain outcome was unknown. The reporter considered back pain, headache and pelvic pain to be related to essure. Quality safety evaluation of ptc: based on complaint as reported, the complainant did not mention malfunction or difficulty related to the usage of the essure device. Therefore, a quality defect is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc. Update of reporter information for primary reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and back pain ("lumbar pain"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache and back pain outcome was unknown. The reporter considered back pain, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on complaint as reported the complainant did not mention malfunction or difficulty related to the usage of the essure device, therefore a quality defect is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Most recent follow-up information incorporated above includes: on 24-aug-2020: aemps reference added. Product tab updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criteria medically important and intervention required), headache ("headache") and back pain ("lumbar pain"). Essure was removed on (B)(6) 2019. An unknown time later she experienced fibromyalgia ("grade two fibromyalgia"). The patient was treated with surgery (removal of essure; removed fallopian tubes and uterus with essure). At the time of the report, the fibromyalgia had not resolved. The outcomes for pelvic pain, headache and back pain were unknown. The reporter considered back pain, fibromyalgia, headache and pelvic pain to be related to essure administration. The reporter commented: the removal of essure had the fallopian tubes and uterus removed. Quality-safety evaluation of ptc: for essure: based on complaint as reported the complainant did not mention malfunction or difficulty related to the usage of the essure device, therefore a quality defect is unconfirmed.sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: adverse event "grade two fibromyalgia" added to the case; essure removal informatio updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and back pain ("lumbar pain"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache and back pain outcome was unknown. The reporter considered back pain, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on complaint as reported the complainant did not mention malfunction or difficulty related to the usage of the essure device, therefore a quality defect is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Most recent follow-up information incorporated above includes: on 25-feb-2022: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("remnants were still inside and I had to undergo a second surgical intervention to remove my tubes and uterus") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criteria medically important and intervention required), headache ("headache") and back pain ("lumbar pain"). On unknown date she experienced device breakage (seriousness criterion intervention required), fibromyalgia ("grade two fibromyalgia"), dizziness ("dizziness"), alopecia ("hair loss"), genital haemorrhage ("continuous bleeding"), fatigue ("chronic fatigue") and multiple allergies ("allergies"). The patient was treated with surgery (removal of essure; removed fallopian tubes and uterus with essure and hysteroctomy). Essure was removed on (B)(6) 2019. At the time of the report, the fibromyalgia, fatigue and multiple allergies had not resolved. The outcomes for pelvic pain, device breakage, headache, back pain, dizziness, alopecia and genital haemorrhage were unknown. The reporter considered alopecia, back pain, device breakage, dizziness, fatigue, fibromyalgia, genital haemorrhage, headache, multiple allergies and pelvic pain to be related to essure administration. The reporter commented: the removal of essure had the fallopian tubes and uterus removed. They removed it, but remnants were still inside and I had to undergo a second surgical intervention to remove my tubes and uterus," she tells us. This is just part of the aftermath that has completely changed her life: "the symptoms continue because it stays in the body forever. Quality-safety evaluation of ptc: for essure: based on complaint as reported the complainant did not mention malfunction or difficulty related to the usage of the essure device, therefore a quality defect is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The most recent follow-up information incorporated above includes data received on: 14-may-2024: new events dizziness, alopecia, allergies, chronic fatigue & device breakage were added. Event outcome updated to not recovered resolved for events fatigue, allergies. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("remnants were still inside and I had to undergo a second surgical intervention to remove my tubes and uterus") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criteria medically important and intervention required), headache ("headache") and back pain ("lumbar pain"). Essure was removed on (B)(6) 2019. On unknown date she experienced device breakage (seriousness criterion intervention required), fibromyalgia ("grade two fibromyalgia"), dizziness ("dizziness"), alopecia ("hair loss"), genital haemorrhage ("continuous bleeding"), fatigue ("chronic fatigue") and multiple allergies ("allergies"). The patient was treated with surgery (removal of essure; removed fallopian tubes and uterus with essure and hysterectomy). At the time of the report, the fibromyalgia, fatigue and multiple allergies had not resolved. The outcomes for pelvic pain, device breakage, headache, back pain, dizziness, alopecia and genital haemorrhage were unknown. The reporter considered alopecia, back pain, device breakage, dizziness, fatigue, fibromyalgia, genital haemorrhage, headache, multiple allergies and pelvic pain to be related to essure administration. The reporter commented: the removal of essure had the fallopian tubes and uterus removed. They removed it, but remnants were still inside and I had to undergo a second surgical intervention to remove my tubes and uterus," she tells us. This is just part of the aftermath that has completely changed her life: "the symptoms continue because it stays in the body forever. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.